Event description:
A staff nurse reported that during priming of the solution, taxol came out in a spray and a nurse received it on their lower forearm and hand. The nurse involved in the incident stated that the hole was within a couple of inches above the filter distal from the injection site. The nurse washed with hot soapy water. The nurse complained of burning after the exposure. No other treatment was given. The nurse never went to the doctor afterwards. The facility has been periodically inspecting the site and nothing was noted.